Event description:
It was reported that the entire acticon artificial bowel sphincter device was removed, due to fluid loss from the cuff component. No pt complications were reported.

Manufacturer narrative:
Additional device information: balloon - catalog # 72402106, serial # (B)(4), expiration date - 07/28/2013. Pump - catalog # 72402287, serial # (B)(4), expiration date - 07/11/2013. Cuff component - leak in cuff appears to be from wear at a fold. Balloon component - pressure is below specifications, but was functional. Pump component - performed within specifications. Additional manufacture dates: balloon - 07/28/2008, pump - 07/15/2008. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.